Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported difficulties with the involved pinnacle precision access system. After finishing a left heart catheterization (lhc) with percutaneous coronary intervention (pci) from the right common femoral access site, it was noted that the sheath was coming out. The physician used the same dilator and wire that came with the sheath to advance the sheath back in. Upon removal of the wire, it was reported that the wire would not come out and was starting to unravel. The entire sheath was withdrawn under fluoroscopy and manual pressure was applied. Blood loss was less than 250cc. The procedure was completed successfully. The patient was reported to be in stable condition. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to updatedevice evaluated by MFR, and to provide the completed investigation results. One used 7fr ik precision sheath along with the dilator and guidewire were received for product evaluation. No other accessory components were returned. Visual inspection revealed no gross anomalies on the dilator. A kink was noted on the sheath. The guidewire was returned into two pieces, but they are still connected via the unraveled coil. The unraveled coil was stretched through the sheath, with the stiff end of the wire located on the proximal end of the sheath hub, the unraveled portion passing through the valve and exiting the distal end of the sheath and the remaining portion of floppy end of the wire located outside of the distal end of the sheath. Under microscopy of the unraveled sections and points of fracture were visualized, the fracture point appeared bluntly cut. A kink was noted on the guidewire at the floppy end and it was unraveled. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the guidewire was restricted from removal at the point where the coil starts to unravel from the distal end. However, the exact cause of the reported event cannot be definitively determined based on the available information.